Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2015 with blood glucose of 469 mg/dl. Customer was hospitalized due hyperglycemia. Customer was wearing insulin pump at the time of hospitalization. Diabetic educator requested for insulin pump to be replaced due to unexplained high blood glucose. Diabetic educator was advised that customer did not try all remedies such as a different infusion set and was advised to have customer try different cannula sizes. Customer would call back with results of infusion set change.